Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8116700, model: sc-8116-70, serial: (B)(6), batch: 121403. UDI: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) for extended periods of time. It was noted that during the procedure, the physician noticed markings on the back of the ipg. The physician inspected the lead and one of the wires was exposed through the sheathing. The patient underwent a scs explant procedure and was doing well postoperatively.

Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) for extended periods of time. It was noted that during the procedure, the physician noticed markings on the back of the ipg. The physician inspected the lead and one of the wires was exposed through the sheathing. The patient underwent a scs explant procedure and was doing well postoperatively. Additional information was received that the patient underwent a spinal cord stimulator (scs) implant procedure. The physician explanted the remaining scs paddle lead. The patient was doing well postoperatively and the explanted devices were disposed of by the facility.